Event description:
It was reported that during an ovarian cyst procedure, the surgeon was operating a 15 cm ovarian tumor. He used the device with a first cartridge which cut and stapled without a problem. He inserted another cartridge to staple the mesovarium. The surgeon did not feel any resistance while firing: when he opened the jaws, he noticed that the device cut the tissue but it didn't staple and that the cartridge had fallen down inside the patient. After removing it, the tissue was bleeding; the surgeon did the hemostasis with clips and reached to coagulate it. He used another cartridge with the same device and the same issue took place: the device cut but did not staple, actually the cartridge had fallen down inside the patient too. It was removed but there was bleeding: the surgeon used clips and reached to coagulate it. Both cartridges were retrieved. A second device with a new cartridge was used to finish the procedure without any issue: it cut and stapled successfully. The surgery time wast extended but the patient got discharged as planned in the beginning.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.